Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 30-degree endoscope instrument was analyzed and found the endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additional observation not reported by site: the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The cable integrated connector paddleboard exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable proximal end. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack button r/l of the button pack assembly. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The probable root cause of this binding is attributed to component susceptibility to increased friction. The root cause for cable connector # ic discoloration is typically attributed to component failure, such as material degradation. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The root cause of camera button pack # cracked button is typically attributed to the user, such as inadvertent collisions with hard surfaces or drop of the scope or caused by improper cleaning during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope was observed to have a rotational error. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the image on the endoscope was not inverted. The event did not involve reverse control on system arms. The endoscope seemed to move freely on the arm. There was no patient injury. No photographic images were available for review. The endoscope was sent to isi for evaluation.